Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Review of the most recent repair record identified the following related repair: tech found the unit was out of calibration at all readings and the thickness control lever was loose due to a worn ball plunger. Tech replaced the vespel and semi-circle bearings and ball plunger. The unit was tested, calibrated, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during testing the air dermatome did not work properly. There was no harm or delay reported as there was no patient involvement. There was no harm or delay reported. No additional information available is indicated. Diligence is complete. During device evaluation the thickness control lever was sound to be loose due to a worn ball plunger. No adverse events were reported as a result of this malfunction.